Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the distal tip of the device had fractured off. Additionally, the tip of the shaft was found to be bent. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Event description:
It was reported that during a procedure, approximately one millimeter tip of implant inserter broke off inserter during insertion of implant into patient's bone. The surgeon left the fragment, as attempting to retrieving would cause more harm to patient then leaving it. The case was completed using a new ar-3638 without further issue.